Event description:
It was reported that patient underwent primary knee surgery on an unknown date. Revision surgery was performed on an unkown date due to bearing fracture. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further information has been received. (B)(4) - item has been requested to be returned. Upon receipt of item and product evaluation, a follow-up MDR will be sent to the FDA.

Manufacturer narrative:
The measurement of the wear of the returned bearing indicates this occurred predominantly on the superior surface. The fact that the bearing has not reduced in thickness at the anterior edge suggests little or no backside wear. This may indicate that normal articulation of the bearing was severely limited. The wear of 5.2mm constitutes extreme wear, resulting in a very small quantity of remaining bearing material. It is likely this degree of wear and the resulting decrease in cross-section of the bearing resulted in an increase in stresses leading to its eventual failure. The exact cause is difficult to determine with the limited information provided. However, the measurements would suggest that motion of the bearing on the tray was limited; the superior surface wear would have been increased due to higher stresses resulting from the inability of the bearing to track in the joint. The reason for this cannot be determined with the information provided, but there is some evidence of impingement damage on the posterior and inferior surfaces. The bearing failed due to excessive wear, however, the factors contributing to this wear cannot be determined with the information provided.